Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18134281 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) did not adhere totally onto the artery wall, and it moved towards the "cranial direction". There were no reports of patient injury. An antegrade approach was made left into "afemsupf.prox", which was a high - risk puncture. The indicator window of the exoseal had changed to black too late and the issue with the device occurred. A day after the procedure with the complaint device, a false aneurysm was observed, and the plug was seen above it. An injection of thrombin was administered to get rid of the aneurysm and it was closed. The device will not return for evaluation as it was discarded.